Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device caused insufflation issues. The same device was used to complete the procedure. There was no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.